Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to arthrex's follow-up requests. The evaluation revealed that the returned device's critical mating features on surface a (surface that mates with the bearing) are within specification. The damages observed on the surfaces were most likely caused during the extraction of the implant. The catalog number, ar-503-ttth and lot number 984546 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that on (B)(6) 2014 a patient underwent a left tka procedure. On (B)(6) 2016 the surgeon performed a revision left tka reportedly due to loose femur and tibia. During the revision procedure the surgeon explanted the tibial tray ar-503-ttth (lot 984546 ) ((B)(4)), femoral implant ar-503-pslh (lot 108761213) ((B)(4)), and bearing implant ar-503-bh12 (lot 77941245) ((B)(4)). To complete the procedure the surgeon used another manufacturer's product. Patient was a male, dob (B)(6). Patient medical records dated (B)(6) 2016 noted patient continues to have increased pain. Examination of the left knee with palpation demonstrates medial joint line tenderness and patellofemoral region tenderness but no lateral joint line tenderness. Mild effusion of the left knee noted. Knee demonstrated mild retropatellar crepitus with motion.